Event description:
It was reported that the removal of drain was attempted without success on initial try. During a second attempt to remove the drain with moderate pressure, the drain tubing came out of the insertion site and the end of the tubing appeared to have broken. It is assumed that medical intervention was performed to remove the broken drain. The event outcome is listed as hospitalization. No further info is available.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.